Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted in the bile duct during a bile duct stent placement procedure performed on (B)(6) 2023. The patient experienced cardiac arrest. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest.

Manufacturer narrative:
Blocks b5 and h6 (patient codes and impact codes) have been updated with the additional information received on september 30, 2024. Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted in the bile duct during a bile duct stent placement procedure performed on (B)(6) 2023. The patient experienced cardiac arrest. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on september 30, 2024: it was reported that there was no causal relationship between the cardiac arrest and the stent. Furthermore, there was no problem noted on the device.